Event description:
Related manufacturer reference number: 3006705815-2022-16019, related manufacturer reference number: 3006705815-2022-16020. It was reported that the patient experienced inadequate therapy. Also, patient was unable to set the system into MRI mode. Additionally, the patient¿s ipg was moving in the ipg pocket following weight lost. Diagnostics revealed high impedances. In turn, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.